Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days with novolog insulin, tandem technical support educated the customer this is considered off label use. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level was 400 to over 500 mg/dl. Elevated blood glucose was addressed with a manual dose injection and infusion set change.